Event description:
A caregiver (mother) reported that the customer encoutered a "replace sensor" error message with the adc device and as a result, the customer was unable to obtain sensor scans. The customer experienced a loss of consciousness and ended up in the intensive case unit (ICU) where a blood glucose reading of "760 - 560" was obtained. The customer as administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (expiration date) was incorrectly updated in the initial report. Correction has been made.

Event description:
A caregiver (mother) reported that the customer encoutered a "replace sensor" error message with the adc device in use with samsung a23, operating system android 13, app version 2849335 and as a result, the customer was unable to obtain sensor scans. The customer experienced a loss of consciousness and ended up in the intensive case unit (ICU) where a blood glucose reading of "760 - 560" was obtained. The customer as administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.